Event description:
It was reported that the physician inserted the lead into the neurostimulator. Intra-operative impedances were measured and the lead was not placed in the neurostimulator all the way. The physician unscrewed the screw and pushed the lead further into the neurostimulator, but could not get the screw to re-tighten. A different neurostimulator was opened and used to complete the procedure. The pt had no complications and the device was functioning properly.

Manufacturer narrative:
(B)(4).